Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The auxilliary interface circuit board and the power supply were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 takes several attempts to complete initialization. Once initialized the system operates as expected. There was no adverse pt involvement reported. No further pt information was reported.